Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited loss of capture on the right ventricular (rv) channel which resulted in greater than two seconds of asystole. A revision procedure was performed and this lead was removed from service and replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 165mm from the terminal pin. Resistance testing confirmed the electrical continuity of the segment. The reported clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.